Manufacturer narrative:
The device was not returned for evaluation. Per the instructions for use (IFU), valve thrombosis and valve stenosis are potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the thrombosis and subsequent stenosis could not be confirmed, however, the mechanism described above may have been contributing factors. It is possible patient factors and the progression of pre-existing valvular disease processes may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Source 3 study. As reported by our affiliates in the united kingdom, approximately two years and three months after the implant of a 26mm sapien 3 valve in a previously implanted valve in the aortic position, increased gradients and thrombus were detected on the valve, which was restricting the leaflets. The patient was medicated and the event was ongoing. Approximately three months later, the patient was admitted for shortness of breath and was diagnosed of fluid overload due to stenosis. The patient was medicated with IV furosemide and hospitalized for twelve days. The fluid overload was resolved before discharging with sequelae. However, the patient was re-admitted for ongoing shortness of breath thirteen days after discharge. The patient had exercise tolerance of 20 min and was unable to lie flat. The patient was diagnosed with fluid overload and again offloaded with furosemide. Patient had a surgical aortic root replacement and mechanical aortic valve replacement performed via redo-sternotomy. The events were resolved without sequelae and patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Section was updated. Approximately two years and three months post tavr procedure, the patient had a rise in gradients, which was presumed to be prosthetic valve leaflet thrombosis. The patient was treated with anticoagulation. Approximately three months later, the patient was admitted for shortness of breath (sob) and found to have a clot on the aortic valve causing restricted outflow. The patient had sob over 2 weeks and developed orthopnea and angina associated with exertion. The patient had an echo showing increased gradients over aortic valve secondary to clot forming on the top of the valve. The patient¿s echo showed an aortic valve area of 0.56cm2. The patient underwent redo sternotomy and mechanical aortic valve replacement.